Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude and undersensing during a ventricular tachycardia (vt) episode. Due to this, the device did not provide therapy, leading to the vt to evolve into a ventricular fibrillation. After this the device was able to detect appropriately the episode and deliver the therapy, ending the episode. Troubleshooting options were requested to technical services. This system remains ins service. No adverse patient effects were reported.